Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2. Reference MFR report#1627487-2016-04633. It was reported the patient lost stimulation. As a result, surgical intervention was undertaken to address the issue. During the procedure, a fracture was discovered upon explant and replacement of the original lead. Postoperatively, stimulation was restored hence the issue is resolved. Note: both leads are being reported as it's unknown which device relates to the issue.